Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 6 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. On 30-may-2024, reported that patient faced 6 infusion set tubing detached from connector. Infusion set has been used for 12 hours. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.